Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 435135, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 435135, serial/lot #: (B)(4), ubd: 09-jul-2012, UDI#: (B)(4); product ID: 435135, serial/lot #: (B)(4), ubd: 09-jul-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of gastric stimulation and gastrointestinal/pelvic floor. It was reported that the ins stopped working and the patient wanted to know if it was on recall. The information was reviewed. The patient stated they were at the healthcare professional (hcp) office on monday and they confirmed the ins was dead. They reported they had been vomiting for a couple of months and also reported that their ¿blood sugar is out of control¿. They stated that one of the leads was broken over a year ago. They noted they only had one lead hooked up to the ins. They reported they will be seeing their hcp on (B)(6) 2019 to get the system replaced. No further patient complications were reported as a result of this event.